Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: aug 18, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed and found the lens was observed to be coated in viscoelastic residue and cut in half. The lens was cleaned and inspected, and no further issues were identified. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal lens was explanted due to visual disturbances and difficulties in adapting to it. The lens was removed and replaced during a secondary surgical procedure with another lens of the same model but with a higher diopter, a johnson &johnson iol. No injury or additional intervention was required. The patient has fully recovered, and no further information is available.